Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: device was discarded. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique. Reportedly, during deployment "it feels as if the needles slides in a different way as usual through the system". No suture came through the vessel wall, a cuff miss occurred. The sutures of two additional proglide devices were successfully placed using the preclose technique. The arteriortomy was 7f and the sheath was upsized to 18f for the evar procedure. The evar procedure was completed and the two successfully pre-placed sutures achieved hemostasis. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.